Event description:
It was reported that during a stenting treatment procedure, a catheter fracture, vessel dissection and st elevations occurred. The procedure treated the 85% stenosed, 8mm in length target lesion located in the moderately tortuous proximal left circumflex artery. There was no vessel calcification. An unspecified promus element plus stent was advanced and placed without incident. Then the physician advanced an icross coronary imaging catheter but the imaging catheter buckled on the 1st strut of the previously placed promus element plus stent. The promus element plus stent was not affected, but the imaging catheter had fractured and prolapsed back into the left anterior descending (lad) artery causing a vessel dissection. At this point the lad shut down and the patient experienced st elevations. Bailout treatment placed 3 promus element plus stents in the lad (which had been normal before the imaging catheter prolapsed) and then advanced a new icross coronary imaging catheter with an excellent outcome. No further patient complications were reported and the patient status is ok.

Event description:
It was reported that during a stenting treatment procedure, a catheter fracture, vessel dissection and st elevations occurred. The procedure treated the 85% stenosed, 8mm in length target lesion located in the moderately tortuous proximal left circumflex artery. There was no vessel calcification. An unspecified promus element plus stent was advanced and placed without incident. Then the physician advanced an icross coronary imaging catheter but the imaging catheter buckled on the 1st strut of the previously placed promus element plus stent. The promus element plus stent was not affected, but the imaging catheter had fractured and prolapsed back into the left anterior descending (lad) artery causing a vessel dissection. At this point the lad shut down and the patient experienced st elevations. Bailout treatment placed 3 promus element plus stents in the lad (which had been normal before the imaging catheter prolapsed) and then advanced a new icross coronary imaging catheter with an excellent outcome. No further patient complications were reported and the patient status is ok.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was used for diagnosis and the following was observed: a kink was observed in the tip assembly at 103.0cm from femoral marker at distal side. The guidewire exit port was lifted 1.0mm. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. The catheter was not fractured the manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).